Event description:
A report was received that the patient had drainage from the ipg incision site. The physician believed that symptom was not procedure related. The patient was placed on antibiotics. The patient underwent an ipg revision wherein the battery was inspected. The physician confirmed that it was not infected.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had drainage from the ipg incision site. The physician believed that symptom was not procedure related. The patient was placed on antibiotics. The patient underwent an ipg revision wherein the battery was inspected. The physician confirmed that it was not infected.